Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), rash ("rash/skin condition"), alopecia ("hair loss"), fatigue ("fatigue") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, rash, alopecia, fatigue, weight increased and anaemia had resolved. The reporter considered alopecia, anaemia, fatigue, menorrhagia, rash and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013 and essure insertion date and essure confirmation test date was same. Patient received treatment for menorrhagia (heavy menstrual bleeding), rash/skin condition, hair loss ,fatigue, weight gain, anemia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified) :bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- case becomes incident. Event injury was removed. New events menorrhagia (heavy menstrual bleeding), rash/skin condition, hair loss ,fatigue, weight gain and anemia were added. Implant date was updated. Explant date was added. Lab data was added. Patient¿s date of birth was added. Reporter¿s information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding), abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia, uterine fibroid, adenomyosis, c-section and uterine polyp. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss/hair loss") and anaemia ("anemia/other injury(ies) or complications: anemia"). In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue/fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced acne ("rash/skin condition/rashes or skin conditions type: acne"). The patient was treated with iron and surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, acne, alopecia, fatigue, weight increased, anaemia and vaginal haemorrhage had resolved. The reporter considered acne, alopecia, anaemia, fatigue, menorrhagia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: previously essure insertion date was given as (B)(6) 2013 and essure insertion date and essure confirmation test date was same. Patient received treatment for menorrhagia (heavy menstrual bleeding), rash/skin condition, hair loss ,fatigue, weight gain, anemia. Current weight 122 lbs. The implant was deployed in the left and right fallopian tube with 3 to 4 coils of the implant visible in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test(s)(unspecified) :bilateral occlusion, fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: pfs received. Events per pfs: vaginal bleeding and acne (clubbed with previously reported event rash) were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.